Event description:
The customer reported no image. The system would not display a fluoroscopy image, thus making the system unusable. There is no report or injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info if unavailable. However, no report of pt or staff injury was reported.